Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range right ventricular shock impedance measurements. The ICD was reprogrammed. Additional information from the field representative provided a defibrillation threshold test was not completed. The patient will continue to be monitored by the physician. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.